Event description:
The reported feedback suggests that the alaris system pca module recorded an unusual number of total demands from the pca pump. It was reported that on the patient's first post op day, a 60ml terumo syringe with 30ml oxycodone was first hung on 16dec at 1430 hours. Upon review of the aps at 0837, the following was viewed over a 24 hour period, although 30 mg of oxycodone was delivered: 24 hours: 1413-0840 - 12 hours. 2040-0840 - 8 hours . 0040-0840 - 4 hours . 0440-0840 - 2 hours . 0640-0840 - 1 hour . 0740-0840. Total drug: 61mg 19mg 16mg 12mg 9mg 5mg. Total demands: 1454, 41, 33 , 25, 19, 12. Delivered: 61, 19, 16, 12, 9, and 5. The syringe had infused 30mg of oxycodone. There was no patient impact; the patient had some pain with coughing but was otherwise fine without and increased sedation or respiratory depression. The pca and pcu were removed and sent to be evaluated.

Manufacturer narrative:
The customer¿s report of pca module total demands unusual recording was confirmed. Physical inspection of the device noted the handset label had been cut to allow access to one of the handset case screws. The handset was uncased and did not identify any ingress, damage or deficiencies. Review of the pca error log shows 4 x code=357.6780.5; failure=pca_handset_stuck having occurred on (B)(6) 2014 (x1), (B)(6) 2016 (x1), (B)(6) 2017 (x1) and (B)(6) 2019 (x1). Analysis of the pcu event log confirmed that an oxycodone pca infusion was started on (B)(6) 2019 14:14 which was completed (pcu powered off) on (B)(6) 2019 08:46:03. Reviewing the event log backwards from (B)(6) 2019 08:40 (the time that patient history was selected) to the start of the pca infusion, a total of 2382 pca requests were recorded, however only 61 resulted in a delivery of the pca dose, with the remainder having been requested either during a pca delivery or during the lockout period post pca delivery whereby no pca doses would have been delivered. The pcu / pca was subjected to a pca infusion for >100 hours during which time no unsolicited pca demands were made / recorded. Testing performed between the handset lemo connector pins and their respective handset pcb terminations confirmed that continuity was present and that no short circuits existed. Performance verification procedures (pvp) were completed for the pcu and pca modules and all results were within specification. The root cause of the customer¿s report was not determined.

Manufacturer narrative:
The customer¿s report of pca module total demands unusual recording was confirmed. Physical inspection of the device noted the handset label had been cut to allow access to one of the handset case screws. The handset was uncased and did not identify any ingress, damage or deficiencies. Review of the pca error log shows 4 x code=357.6780.5; failure=pca_handset_stuck having occurred on (B)(6) 2014 (x1), (B)(6) 2016 (x1), (B)(6) 2017 (x1) and (B)(6) 2019 (x1). Analysis of the pcu event log confirmed that an oxycodone pca infusion was started on (B)(6) 2019 14:14 which was completed (pcu powered off) on (B)(6) 2019 08:46:03. Reviewing the event log backwards from (B)(6) 2019 08:40 (the time that patient history was selected) to the start of the pca infusion, a total of (B)(4) pca requests were recorded, however only (B)(4) resulted in a delivery of the pca dose, with the remainder having been requested either during a pca delivery or during the lockout period post pca delivery whereby no pca doses would have been delivered. The pcu / pca was subjected to a pca infusion for >100 hours during which time no unsolicited pca demands were made / recorded. Testing performed between the handset lemo connector pins and their respective handset pcb terminations confirmed that continuity was present and that no short circuits existed. Performance verification procedures (pvp) were completed for the pcu and pca modules and all results were within specification. The root cause of the customer¿s report was not determined.

Event description:
The reported feedback suggests that the alaris system pca module recorded an unusual number of total demands from the pca pump. It was reported that on the patient's first post op day, a 60ml terumo syringe with 30ml oxycodone was first hung on (B)(6) at 1430 hours. Upon review of the aps at 0837, the following was viewed over a 24 hour period, although 30 mg of oxycodone was delivered: 24 hours: (B)(6). Total drug: 61mg 19mg 16mg 12mg 9mg 5mg, total demands: 1454, 41, 33 , 25, 19, 12, delivered: 61, 19, 16, 12, 9, and 5. The syringe had infused 30mg of oxycodone. There was no patient impact; the patient had some pain with coughing but was otherwise fine without and increased sedation or respiratory depression. The pca and pcu were removed and sent to be evaluated.